Event description:
A (B) (6) male with neurologic disorder and spinal cord trauma was implanted with an action device on (B) (6) 2005. On (B) (6) 2010, the entire device was removed and replaced, reason not provided.

Manufacturer narrative:
Add'l catalog #s 72402106, 72402287. Add'l lot #s 397991010, 414139004. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than usual. Unable to determine if the event is related to a device malfunction. Device has not been returned for analysis, a request for the device and add'l info has been made by ams. No conclusion can be drawn at this time.